Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a connection issue while using a capd uv-flash disconnect set. According to the report, a gap was noticed between the y-set and the transfer set. There was no patient injury or medical intervention in association with this report. No additional information is available.